Manufacturer narrative:
The device was received for evaluation and the failure could not be confirmed. The device passed all final inspection activities. The handpiece was cleaned, lubed, adjusted and components were replaced as part of preventive maintenance and the device was returned to the customer.

Event description:
It was reported that the disposable tip on the sonopet handpiece was melting during a procedure. There were no adverse consequences alleged with this event.

Event description:
It was reported that the disposable tip on the sonopet handpiece was melting during a procedure. There were no adverse consequences alleged with this event.